Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. A causal relationship between the device and the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device passed away due to heart failure. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc device at the time of death or whether pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.